Manufacturer narrative:
Evaluation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device a swell as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, a (B)(6) female patient contacted zoll customer support to report that the patient had blisters on her back that would sometimes bleed. The patient met with her doctor who released her from the device. There was no additional follow-up on the condition of the irritated area.